Manufacturer narrative:
Analysis was unable to perform the displacement test and occlusion test due to missing retainer. The insulin pump was received with missing reservoir tube o-ring, fading serial number label and pillowing keypad overlay. No damage noted on screen or lcd display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was unknown. The notes state there was a power error. The insulin pump will be returned for analysis.

Manufacturer narrative:
The "date of this report" and the "date revived by MFR" provided in the initial report were incorrect. The correct dates has been provided in this report.